Event description:
The PICC was inserted in 2003, the PICC was removed on or about 24 days later due to PICC having been twisted internally and a tear/hole having developed at the midpoint of the twist. Some dysfunction was suspected due to difficulty flushing and inability to draw blood. The hole and twist was confirmed via a fluoroscopy. The PICC was removed.